Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose currently was 169 mg/dl, 87 mg/dl and at time of incident was 51 mg/dl and 52 mg/dl, 169 mg/dl. It also stated that drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was over delivering. The customer also reported that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 133 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The customer also stated that the insulin delivery was suspended due to sensor glucose values. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 50s mg/dl. The suspend on low limit in sensor settings was 60 mg/dl. The insulin pump and sensor will not be returned for analysis.